Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient started having problems with it and, shortly after, they made appointments with their doctor about pain. Then, it overheated and made their butt cheek feel like it was on fire. The patient started having a lot of pain and their legs and feet started swelling, noting they could hardly walk. They blamed it on their back, but the patient noted they never had those problems before. They also couldn't control their bladder and it got worse, noting they were on lasix and "having to wear it". It was noted that the device had to be explanted on (B)(6) 2017. There were no further complications reported or anticipated.